Event description:
Reporter indicated a (B)(4) vns computer's screen would not align. Performing hard and soft resets did not resolve the issue. Attempts for product return are in progress.

Event description:
The handheld device and software flashcard were returned on (B)(6) 2013. No anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. An analysis was performed on the returned flashcard, and no anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.